Event description:
It was reported that the device no longer provided pain control and the paresthesias were no longer present. The device was interrogated revealing that the impedance was high, documenting a failure of the lead or electrode. The spinal cord stimulator was replaced and there was "much improved" paresthesia coverage. For info about events following the replacement, see MFR report # 3004209178-2010-07879.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.